Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was later reported that the reason for the previously reported catheter removal was "other". Following the replacement, the patient recovered without sequela.

Event description:
Additional information reported a spiral computed tomography (CT) was done prior to surgery and everything looked normal. The cause was not determined. Surgery was performed on (B)(6) 2015. The catheter was cleared of drug and flowed "beautifully" and inter-op leak testing was also performed. The old pump was replaced at the recommendation of the physician. The pump segment was also replaced despite the surgeon not seeing any leaks or issues. Per the hcp at the managing clinic, the following day the patient was recovering nicely and there were no other issues to report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that a dye study was performed the day prior to this report that "proved" the pump wasn't functioning properly. The reporter stated that the plume and spinal cord were "fine" but the pump itself was not delivering medication consistently. The reporter clarified that "when the pump was acting at a slow speed or method of delivery it didn't produce enough medication up the tube (not enough force to push it through)." The patient's tone was "absolutely rigid" for two days and then gradually over the next two days it would decrease so that the patient "was comfortable and didn't hurt everything was fine;" and then it would gradually go to the next 2-3 days where the patient got "too much medicine and patient was noodled and overdosed." The reporter noted that the healthcare professional had initially suspected a positional issue or granuloma, but the dye study had confirmed this was not the case. The reporter stated that long term the pump needed to be replaced. The reporter "could see the problem with the patient, there was something awry." The reporter stated they had a "hard time believing" there could be an issue with the medication and believed it was an issue with the pump. The patient "had sensitivity to meds" and felt they had the correct medication in the pump. The device system was used to deliver gablofen. (This source document contained omitted information, unrelated to this event, which is captured in pe (B)(4)).

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Corrected information: ¿life threatening¿ should not have been marked on follow-up #1 corrected information: ¿unknown friend/family member) should not have been included on follow-up #1 (B)(4)

Event description:
Additional information: the patient had been experiencing intermittent therapy going from too loose to very tight since the pump replacement in (B)(6). The patient was having overdose and underdose symptoms. It was unclear if the issue was a catheter or pump issue. Exploratory surgery was planned for (B)(6) 2015. The patient status at the time of this reported was reported as alive-no injury.

Event description:
It was later reported that the patient suffered because of what appeared to be a defective pump. The patient¿s pump was not working properly, causing baclofen overdose. It was stated that, per past experiences, this would have been a catheter problem. However, the pump replacement surgery on (B)(6) 2015 and a dye study confirmed that it was not catheter-related. Some of the connection catheter was removed. After the pump replacement, the patient was at a 90mcg of a continuous dose, the exact same dose of the original pump, with no spasms, breathing issues, ¿nothing¿.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer indicated the patient had suffered for 6 months due to a "faulty pump." It was first thought the over medication (by 30%) was due to positional changes. However, this was ruled out when the documented changes in position and movement. The issues resolved with the pump replacement. There was dramatic changes to the patient's mental state and neurological matters. The patient was the same as a year prior, but changes were expected due to the degenerative stated of the patient's multiple sclerosis. The issue was "diagnosed as pump failure." The patient's first pump was replaced ((B)(6)-2014) due to battery life. It was at this time the pump in question was implanted. The reporter noticed immediate changes and discussed them with the primary physician. Everything was done to make sure the patient was comfortable and cared for without success. The patient's mental state was diminished and the patient experienced an increase in urinary incontinence (5-7 times a day compared to 2-3 times a day prior), as the drug worked on nerves in the bladder, which made issues worse. Please refer to voluntary report no. Mw5042717.

Event description:
It was initially reported that following a normal pump replacement, the patient¿s baclofen concentration was changed from 1000 microg rams/milliliter (mcg/ml) to 2000mcg/ml and the daily dose was maintained. Since then, the patient had ¿terrible issues¿ and could not bend her legs for one month. Every six minutes, the patient¿s legs were straightening out and could not be bent back. The patient was also having breathing issues. On 2014 (B)(6), the drug concentration was changed to 500mcg/ml and the pump rate was increased. The patient started to feel better within one hour and, currently, the patient felt very well. The patient started to feel better within one hour. The patient¿s legs stopped twitching, she started to breath well and her ¿foot came back¿. The jumping and twitching was gone and was better than with the last pump. The patient also seemed more alert. Approximately three months later, it was further reported that there was concern that the incorrect baclofen concentration was the reason. Further, the pumping was too slow as there was issue with a slow pump rotation. However, the concentration was changed in august and the patient was doing fine but the same symptoms returned and ¿countless¿ trips to the emergency room (ER) were needed. Reportedly, ¿countless¿ adjustments to the delivery were made, x-rays of the catheter location, ¿pulled fluid backward to verify the catheter was not still supplying drug and all these things are ¿just fine.¿ per the request of the physician, the patient¿s movement and sitting were monitored to see if I t was a positional problem with the catheter but to no avail as the position made no difference. Currently, the patient was being monitored for the times when the spasticity changed for the good or bad. It seemed that for three to four days all was well and then slowly the legs stiffen and breathing became labored. This was the condition the patient was for three to four days gradually becoming more limber, and breathing more normal. This had been the cycle for the past three months with the patient suffering. At some point the drug was changed and the delivery times were altered with the thought all along it was the multiple sclerosis (ms). The patient¿s family and health care providers were convinced there was something wrong with the pump. Additional information was requested to verify concentration concern, troubleshooting, resolution, and current patient status. Should additional information be received a supplemental report will be filed. The device system was used to deliver gablofen. (This source document contained omitted information, unrelated to this event, which is captured in pe (B)(4)).

Manufacturer narrative:
Analysis of the pump revealed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.